Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was not impacted. Reportedly, the customer replaced the cartridge and continued insulin therapy. Additionally, it was reported that resistance was experienced during the fill process. Customer declined to provide further information or undergo troubleshooting for the issue.